Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were implanted in 2017 and after a couple years it wasn't effective anymore and they stopped using the implant. Patient stated they had 6 spine surgeries, 4 shoulder surgeries, 2 hand surgeries, 5 or 6 abdominal surgeries, and a whole bunch of stuff. Patient noted they fractured their spine twice in their life once when they were 16 and once about 4 or 5 years ago and the original damage from their spine had deteriorated especially in the last 10 to 15 years and it deteriorated quicker. Patient mentioned they had between 26 and 28 surgeries since (B)(6) 2003, and it was harder for them to bounce back the more they deteriorated. Patient also had cardiac cauterizations and they didn't count the colonoscopies they had. Patient also had a separate issue with their tbi in 2018 which sped up their implant from failing. Because of their head injury or fragmented memory they didn't recharge the implant 2 or 3 times and their representative had to jumpstart their implant. Patient didn't recall the event dates but did mentioned that happened over 3 or 4 years and after a couple times it 'died'. Patient mentioned they met their representative at st. Francis to check their equipment but couldn't remember the notify date but the last time this happened was before the covid shut down. Patient was trying to find a pain management doctor not just for pain medications but a doctor that could do nerve blocks and give them a pain management program. Their hcp would give them low dose hydrocodone to stop the body spasms and pain. They saw another hcp but that hcp seemed focused on the patient getting a new implant. Patient deteriorated a lot worse these last years and patient didn't want to go through surgery to replace the implant. Patient would like to speak with their representative about their options to decide whether they should replace the implant or not. Agent redirected patient to their hcp to address the issue. 2026-jan-23: additional information was received from the patient. Patient called back and stated that they received a call from the manufacturer representative (rep) and that they planned to call the patient back today around noon, but the patient hadn't heard back yet. Patient stated the agent called the rep yesterday, however agent reviewed the patient was directed to their hcp. Patient stated on the call that they saw their physician a couple of weeks ago and that their health has deteriorated a lot in the last 10 years. Patient plans to wait to hear from the rep, otherwise will call the physician again.